Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a aortic intramural hematoma (imh). It was reported that on the date of the CT, just under a year post the index procedure, a type ia endoleak was observed with aortic dilation. It was noted there was 25mm of proximal seal zone available to extend coverage to the left common carotid. Intervention was performed on the same date, and a vnmf 37x37x174mm stent graft was implanted as treatment in a good proximal position to the left common carotid artery. Final angiogram showed the endoleak had resolved. As per the physician the cause of the event was anatomy and noted there to be significant aortic remodeling. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Conclusion: the reported endoleak event could not be assessed on the films provided. The cause of the event could not be fully determined. Lack of post-implant CT¿s or angiograms showing the endoleak or anatomical remodelling were not provided. Although a type ia endoleak cannot be ruled out, analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type ia endoleak. If information is provided in the future, a supplemental report will be issued.